Event description:
It was reported that medfusion pump not recognizing plunger. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt, the top case, bottom case and plunger head are in good condition with no contamination noted. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the syringe test portion of the investigation. Root cause of the reported issue is attributed to customer induced impact as a component was broken off the main board and the board had dislodged due to the impact. Replaced the plunger board, performed self-test and syringe test. The device was upgraded to software v1.6.4. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. Model number: 4000.